Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the system error 105. The device was operating out of specification. Evaluation found a failed motor flex which is a known contributor to the reported symptom. The failed motor assembly was replaced.